Event description:
It was reported that the device was separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the device was taken out from the package and the blue protective cover at the tip of the balloon was removed, there was more resistance than usual was noted and it was separated near the guidewire exit port. The procedure was completed with another of the same device. There were no complications reported.

Event description:
It was reported that the device was separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the device was taken out from the package and the blue protective cover at the tip of the balloon was removed, there was more resistance than usual was noted and it was separated near the guidewire exit port. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. The distal section of the device including the balloon and balloon protector were not returned for analysis. A visual and tactile examination found no kinks or damage to the hypotube of the device.